Manufacturer narrative:
No imaging was provided. No devices were returned for evaluation. Per the instructions for use (IFU), potential risks associated with the overall tavr procedure, including potential access complications associated with standard cardiac catheterization procedure, balloon valvuloplasty, and the use of angiography include thrombus formation, plaque dislodgement, and embolization that may result in myocardial infarction, stroke, distal peripheral occlusion and/or death. Included under contraindications for the transfemoral procedure are patients with significant aortic disease, including arch atheroma (especially if thick [> 5 mm], protruding or ulcerated) or narrowing (especially with calcification and surface irregularities) of the abdominal or thoracic aorta. Calcification and atheromas (cellular debris, inflammatory cells, and cholesterol) can accumulate along the walls of the vasculature and within cardiac structures, and can vary in size. There may be cases where a patient has a protruding atheroma or calcified plaque prior to the procedure. It is also possible for one of the interventional devices used during the thv procedure to disrupt the material, resulting in mobile debris. Aortic and annular structure tissue or calcification can also be disrupted during ta/tao sheath insertion, balloon valvuloplasty (bav), and deployment of the prosthetic valve. In this case, there was no allegation or indication a device malfunction contributed to this adverse event. The cause of the femoral artery occlusion is unknown; however, patient factors (mild vessel calcification and mild vessel tortuosity) and device manipulation may have contributed to the event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported by an affiliate in (B)(6), post transfemoral tavr procedure, there was no pulse of the dorsal pedis artery and occlusion of the right femoral artery was suspected, but no injury or thrombus was found. An access site was obtained via puncture of the right femoral artery and a perclose was used. During perclose closure, perforation of the right femoral artery was suspected but no perforation was confirmed by echo. Puncture of the right femoral artery and perclose insertion was performed again. A 14 fr esheath and a delivery system were smoothly inserted without resistance and a 23 mm sapien 3 valve was implanted. No vascular complication was confirmed by dsa. Hemostasis of the access site was achieved with the perclose. The tavr procedure was once concluded. However, no pulse of the dorsal pedis artery was confirmed before the patient was transferred. Occlusion of the right femoral artery was suspected and thrombectomy was performed with a fogarty catheter. The fogarty catheter was smoothly inserted and angiography revealed no injury of the intima or thrombus. The root cause was undetermined but the access site was surgically sutured; the perclose suture had been taken. The pulse of the dorsal pedis artery were confirmed at the end of the procedure. As per the physician, the root cause of the event was not determined since the fogarty catheter was smoothly inserted and there was no injury of the intima. It was suspected that the suture of the perclose was too tighten; however, there was no problem.